Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent revision breast augmentation with an unknown size unknown saline implants and experienced breast implant deflation on her right side postoperatively; confirmed via mammogram. As a result, the device was explanted on (B)(6) 2022.

Manufacturer narrative:
On may 3, 2022, mentor became aware that when the device was removed from the right side, it was confirmed to be mentor gel not saline as initially reported. Hence, all corresponding fields have been updated on this form under section d. Reason for device explant and/or reoperation: right rupture. Manufacturer¿s reference number: (B)(4).